Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: intraoperatively during impaction of an actis stem the impaction instrument´s thread fractured. The instrument fractured into two parts. The fragment remained inside the stem´s hole. Another stem and another impactor were used without issues. No adverse patient consequences; surgical delay 10 minutes. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis found that the actis collared high size 8 was returned disengage from its mating device. There was no damage or defects. The device does not present any signs of issue or malfunction, only a fragment of the tip of the actis retaining stem inserter was remained inside the insertion hole, it cannot be retrieved and exhibits sings of implantation attempts at the distal section. A manufacturing record evaluation was performed for the finished device [101012080/ m5581n] and no non-conformances / manufacturing irregularities were identified. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the actis collared high size 8 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/18/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 03/31/2034. 5) IFU reference: IFU 090200877 rev. E. Device history review: a manufacturing record evaluation was performed for the finished device [101012080/ m5581n] and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Event description:
It was reported that intraoperatively on (B)(6) 2024, during impaction of an actis stem the impaction instrument´s thread fractured. The instrument fractured into two parts. The fragment remained inside the stem´s hole. Another stem and another impactor were used without issues. There was 10 minutes surgical delay. No adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.